Event description:
It was reported that following a carotid stenting procedure, a stroke occurred. The 100% stenosed lesion was located in the mildly calcified and mildly tortuous left internal carotid artery. Vascular access was obtained in the femoral artery. It was noted that the patient did not comply with the anti-coagulant therapy (plavix) requested by the physician prior to the procedure. Heparin was administered to the patient during the procedure. The physician successfully placed the carotid wallstent monorail in the left internal carotid artery. The stent was fully apposed and well positioned against the vessel wall. It was noted that immediately following the stent placement procedure, the patient was speaking coherently, alert and had great motor skills. The internal carotid artery circulation post procedure "looked great" with great perfusion. While recovering in the post-operative area, the patient had a stroke. The physician put the patient into an induced coma. The patient was also placed on a ventilator. After an unspecified time, the patient was discharged and sent home.

Manufacturer narrative:
The complainant indicated that the device was implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.